Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient fell down on (B)(6) 2013 and has experienced hyperglycemia of 200-350 mg/dl since. The patient's mother contacted a diabetes specialist and was told the infusion device may be defective. The infusion device was requested for evaluation.